Event description:
Caller alleged discrepant result (precision) 3 pts. Results as follows: pt 1: on coumadin for one month. 2.9-one week ago. Today-0.8. At 2.6 upon repeat. Pt 2 on coumadin for one month. 2.7-one week ago. Today-1.6. Nes upon repeat. Pt 3: on coumadin for one week. 1.6 last week. Today-5.6. No retest. Technical service explained that 3rd pt was only on coumadin one week. Need several weeks to have stable inr. Advise lab draw for this pt. Reviewed technique. Nurse wiped off 1st drop of blood, and use the 2nd drop of blood. Advised to use only the first drop of blood.

Manufacturer narrative:
Summary: end-user reported precision discrepant test result. There is no sufficient info to determine the root cause of end-user's discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. Inratio precision data provided by end-user lot: 1st-inr=0.8. 2nd-inr=2.6. {2.9, 2.7, 1.6 and 5.6 inr are excluded from comparison test since tests were done more than three hours apart}. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. See below for add'l investigation on strip ln 214539. Retained strip ln 214539. In-house meters (B)(4). In-house precision testing provided (inratio meter): donor-3, in-house: 1.8, in-house: 2.0, in-house: 1.8; mean: 1.87; sd: 0.12; %cv: 6.19% pass. Donor-4, in-house: 2.3, in-house: 1.9, in-house: 2.2; mean: 2.13; sd: 0.21; %cv: 9.76% pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Inratio test results have 6.19% and 9.76% respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required.